Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops of insulin could be seen coming out from the cartridge. The customer was able to complete the load process successfully with a new cartridge. There was no impact to the customer's blood glucose level.